Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, and the lot number was unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated that he disconnected during dwell, got the alarm and reconnected. The hp said that he always disconnects during dwell and had been getting the alarm. Per hp, he was getting the alarms because he did not press the "stop" button upon disconnecting during the dwell cycle. The batch review was not performed because the lot number is unknown. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The home patient (hp) stated that he disconnected during dwell, got the alarm and then reconnected. The technical service representative (tsr) explained the alarm and the proper disconnect procedure to the hp. The tsr suggested informing the nurse about the alarm. During a follow up with the hp regarding the alarm, it was revealed that the issue was resolved. Per hp, he was getting the alarms because he did not press the "stop" button upon disconnecting during the dwell cycle. Per hp, he discussed this issue with his nurse. The hp stated that he did not notice any defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.